Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approximately between 45cm and 48cm distal to the is-1 connector pin and between 64cm and 66cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. The conductor cable to the rv shock coil was fractured. This finding can be considered the root cause of the reported high impedances. Based on the characteristics of these damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, deformations of the shock coil were found which resulted most likely from the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.